Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Tampons to do a 180° turn inside when pulling it out...just grinning and bearing it- vagina [vaginal disorder] tampon inside the tube is upside down [device physical property issue] tampons to do a 180° turn inside when pulling it out...just grinning and bearing it [complication of device removal] case narrative: consumer reported via email that the tampons inside the tube are upside down. No serious injury was reported.